Event description:
It was reported that an expired device was implanted into a patient. Is unknown if a delay happened and if a backup device was available. No patient injuries were reported.

Manufacturer narrative:
The reported multifix s-ultra 6.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿an expired device was implanted into a patient.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) user error. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: do not use the product after the ¿use by¿ date printed on the label. Device performance and patient safety may be compromised if the product is used after its expiration date. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.